Manufacturer narrative:
Supplemental report 02 - (B)(4). Correction: this MDR is being submitted to correct the submitted part description under d1, model number, serial number, primary unique device identifier (UDI) number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4)- MDR 3003442380-2024-18347 h11: investigation summary: the complaint pr (B)(4) has been evaluated. The batch 6005583 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 and work instruction guidance for functional testing for complaints area version 1 for the code "adhesive patch lifts or detaches during use" complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6005583 was manufactured according to the work instruction version 111 manufactured in the linea #1, on 22/feb/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in trackwise against malfunction code "adhesive patch lifts or detaches during use" and lot 6005583 and 9 complaints have been registered in trackwise since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, 8 complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (mqr) procedure

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set fell off event in between 21-jun-2024 to 25-jun-2024. The glucose level was in 12-15 mmol/l. The infusion set was in use for less than one hour. No further information available.